Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she checked her blood glucose and it was above 60mg/dl. The sensor read 149mg/dl. She stated that for several days she had a low blood glucose of 25mg/dl which was treated with a glucagon shot. The insulin pump alarmed threshold suspend. She recently started using the bolus wizard and she only inputted the blood glucose values and not the carbohydrates. The customer stated that the incidents of the low blood glucose were due to the basal rates being programmed incorrectly in the insulin pump and due to having active insulin. She checked the basal rates in the insulin pump and stated that the doctor adjusted the rates by doubling them. The customer declined troubleshooting for the low blood glucose because she believed that her low blood glucose levels were caused by the constant changes of the insulin pump setting. The customer was not hospitalized. At the time of the phone call the blood glucose was 240mg/dl. Nothing further was reported.